Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). The patient weight was asked but not known at the time. The notification date is (B)(6) 2023. The patient was admitted in a hospital. The healthcare provider (hcp) changed the infusion and adjusted. The cause of the withdrawal and overdose symptoms were asked but unknown at this time. The withdrawal and overdose symptoms were resolved. The provided information has been confirmed with the healthcare provider (hcp).

Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient experienced the third overdose in eight months. The first two overdoses were with oral medications. The patient had been on oral medications for over 30 years and the pump was suggested to be better for the patient's stomach. The morning after the patient's implant, they were overdosing and the ambulance came and got them and they went to the hospital. The pump was decreased because "it was turned all the way up", but then the patient went into withdrawal while at the hospital. The patient was redirected to their healthcare provider (hcp) to further address the issue. It was noted that the patient had an appointment scheduled with their doctor's office, but they would be seeing a different doctor. It was noted that the patient previously had a stimulator. The patient requested to get in touch with a local manufacturer representative to discuss pump programming and their medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.